Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; helix guide tooth damage was also noted.

Event description:
Implant attempt - physician attempted to screw lead into heart, mechanism failed (lead broke) preventing screw from extending into heart. The device was not implanted. No patient complications have been reported as a result of this event.